Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold cn there was glass breakage during use. The following information was provided by the initial reporter. The customer stated: "after blood samples were taken, the tube was damaged and blood exposure occurred. The nurse cleaned up the site immediately, and reextracted 2 blood samples (yellow tube)." There was no report of adverse patient impact or medical interventions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: mat 367277. Lot 2055054. Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold cn there was glass breakage during use. The following information was provided by the initial reporter. The customer stated: "after blood samples were taken, the tube was damaged and blood exposure occurred. The nurse cleaned up the site immediately, and reextracted 2 blood samples (yellow tube)." There was no report of adverse patient impact or medical interventions.